Event description:
The home pt called to report periodically the minicap will fall off the transfer set. The transfer set has been changed approx 1 month ago. Samples are available. No pt injury reported.